Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the ax55g, upon firing across the lung, the staples did not close on specimen. Another device was used to complete the case. There was no consequence to the pt.